Event description:
It was reported that the pump exhibited a dark display when turned on. During physical inspection, it was found that the downstream occlusion seal was detached. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a detached downstream occlusion seal. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the downstream occlusion seal was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.